Event description:
It was reported by the clinic, that the pt, who is implanted bilaterally, never had any benefit from her vibrant soundbridge on the left ear. The conductive hearing loss on this side increased - probably already before implantation. This could not really be verified due to the combined hearing loss. The pt was explanted on (B)(6) 2011 and reimplanted with a cochlea implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.